Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test and irrigation test of the returned device were performed. Visual inspection revealed foreign material, presumably blood, was found inside the pebax. Additionally, under microscope inspection, a hole was found at the pebax surface. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly. No errors were observed. An ablation cycle was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31556131l number, and no internal actions related to the reported complaint condition were identified. The foreign reddish material reported by the customer was confirmed. Additionally, this failure could be related to the low temperature issue reported by the customer; therefore, the complaints were confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. The instruction for use (IFU) contains the following warnings and precautions: the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. During energy delivery, the patient should not be allowed to come in contact with grounded metal surfaces. If during ablation, temperature does not rise, discontinue delivery of energy and check setup. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole at the pebax surface. Initially, it was reported that during the operation, there was low temperature reading from the catheter. After removing the catheter from the patient, it seemed that blood had penetrated the spring part of the device. The pebax was not physically cracked nor broken. A second catheter was used to complete the operation. There was no adverse event reported on the patient. The foreign material (blood) and low temperature reading were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-jun-2025, a hole was observed on the pebax surface with foreign material, presumably blood, inside the pebax. This was assessed as MDR reportable with an awareness date of 24-jun-2025.